Event description:
The patient services representative (psr) assisting a (B)(6) female patient called in to zoll lifecor customer support to report that the patient was having troubles with her electrode belt. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. The reported problem (electrode belt issue) has been confirmed. As received, the electrode belt was found to have a shorted component. The transient voltage suppressor (component v2) located on the electrode belt's ECG pca board was shorted causing the -5v line to be pulled to the ground. The root cause of the shorted component cannot be positively identified but was likely random component failure. No adverse event resulted from the defective component. The patient received a replacement electrode belt.